Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2014 in the afternoon. She tested on the subject meter and observed a value of ¿157mg/dl¿ which she felt was inaccurately high as compared to her usual readings/feelings. It is not known what range the patient considers to be normal. The patient does not take any medications to manage her diabetes. It is not known what action the patient took in response to the alleged high reading. The patient claimed that immediately after the alleged issue occurred, the patient developed symptoms of ¿shakes, dizziness and light headedness¿ but despite her symptoms, she denied receiving any medical treatment. The patient reported that she purchased a new meter immediately. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the patient did not have any more test strips available for troubleshooting. Replacement products have been sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient reportedly developed symptoms suggestive of hypoglycemia after obtaining an inaccurate high blood glucose result on the subject meter.